Event description:
The dental implant fx5010swc was removed on (B)(6) 2019 due to loss of osseointegration 3 years and 3 months after implantation. The patient has history of diabetes. The doctor noted periodontal disease during explantation. The patient has recovered without complications.